Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic when non-sustained right ventricular (rv) oversensing episodes were noted. The non-sustained right ventricular (rv) oversensing episodes seemed to be a result of myopotential oversensing. Programming changes were discussed and patient was asymptomatic.